Event description:
During a polypectomy procedure, utilizing a soft acu-snare for removal of the polyp, the snare became embedded. A small portion of the polyp was removed for biopsy. Removal of the remainder of the polyp was then attempted. The snare would not cut through the base of the polyp and the cautery settings were readjusted in an effort to remove the polyp. The snare became embedded at the base of the polyp and the proximal portion of the device was cut to facilitate removal of the endoscope. The pt was sent to surgery, which as stated by the user was an eventual course of action. The pt is reported to be in stable condition and no further complications have been reported.